Manufacturer narrative:
(B)(4). Correction: h6. Amended patient code 2645 no patient involvement to 2642 no known impact or consequence to patient. Amended conclusion code from 4307 cause traced to component failure to 11 conclusion not yet available. The complaint airvo humidifier is expected but has not yet been returned to fisher & paykel healthcare in new zealand for evaluation. We will submit a follow up report upon completion of our investigation.

Event description:
A healthcare facility in spain reported a fault with pt101 airvo 2 humidifier. Upon assessment at the fisher & paykel healthcare (f&p) regional office on (B)(6) 2019 it was found that the speaker is not functioning. There was no reported patient involvement.

Event description:
A healthcare facility in spain reported a fault with pt101 airvo 2 humidifier. Upon assessment at the fisher & paykel healthcare (f&p) regional office on 09 january 2019 it was found that the speaker is not functioning. There was no reported patient involvement.

Manufacturer narrative:
Ps297251 method: the complaint airvo humidifier was received at fisher & paykel healthcare (f&p) in new zealand for evaluation. The device was performance tested, and the audible alarm function was checked. The was no fault found with the speaker. The airvo user manual states that the "airvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases" and that "the unit is not intended for life support." The user manual warns the user: - prior to each patient use, ensure that the auditory alarm signal is audible by conducting the alarm system functionality check described in the alarms section. The alarm system functionality check instructs the user on how to test the alarm and states that "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative."

Manufacturer narrative:
(B)(4). The complaint airvo humidifier is expected but has not yet been returned to fisher & paykel healthcare in (B)(4) for evaluation. We will submit a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported a fault with pt101 airvo 2 humidifier. Upon assessment at the fisher & paykel healthcare (f&p) regional office on 09 january 2019 it was found that the speaker is not functioning. There was no reported patient involvement.